Manufacturer narrative:
The customer reported of keypad failure was confirmed on 3 out of 4 received keypads. Inspection: external and internal inspection was performed on (B)(4). During external inspection, the keypads were observed to be in good condition with no irregularities observed. During internal inspection, 4 out of 4 keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. Test results: functional testing confirmed keypad failure on 3 out of the 4 received keypads. Keypad s/n (B)(6): all keys functioning as intended. Keypad s/n (B)(6): all keys functioning with the exception of s4, s6, s14, 1, 2, 4, 7, 0, silence, clear, decimal. Keypad s/n: (B)(6): all keys functioning with the exception of s10, 1, 4, 7, clear. Keypad s/n: (B)(6): all keys functioning with the exception of s6, 1, 4, 7, clear. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the sn (B)(6), service history record showed the device had a manufacture date of (B)(6) 2019. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020, and indicated that this device has been returned for service of this issue under complaint file (B)(4). Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only the front case w/ keypad assembly was returned.

Event description:
It was reported the front case needs to be replaced due to keypad malfunction. There was no patient involvement.

Event description:
It was reported the front case needs to be replaced due to a keypad malfunction. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the front case needs to be replaced due to a keypad malfunction. There was no patient involvement.